Event description:
Our affiliate in another country, is reporting the ceramic tip of the electrode broke and fell into the joint space. The surgeon tried to remove all the broken pieces from the joint, but could not confirm all the pieces were removed.

Manufacturer narrative:
Our affiliate reported that it is possible the surgeon pushed the electrode to hard against the bone. The reported failure mode of the device is consistent with failures modes produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. Also, if a broken fragment was left in the body, it is possible that pt injury could potentially occur. Because of this potentiality an MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause a follow-up report will be filed.